Manufacturer narrative:
The report of pm/calibration was confirmed. There were multiple proximate causes of the customer report of pm/calibration. They are as follows: the linear potentiometer failed plunger position pm and was confirmed to have electrical failure. The front case was observed damaged due to wear. The rear case was observed damaged due to wear. The barrel clamp assembly was observed damaged due to wear. The left handle was cracked due to wear. The right handle was cracked due to wear. The carriage assembly was observed tube drivearm bent due to customer damage the carriage assembly was observed with worn split nuts due to maintenance issues. The module latch insert was observed damaged due to wear.

Event description:
It was reported that the device was broken/damaged and needed preventative maintenance (pm)/calibration.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of pm/calibration was confirmed during servicing activities. There was no reported patient injury. The device is used for therapeutic purposes.